Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found the display wires were pinched (wire exposed) and one case screw was contaminated. (B)(4)

Event description:
It was reported that the external pulse generator had no ventricular output. Testing was done to verify no output. The epg was returned for repair. There was no patient involvement.